Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The device was not returned for evaluation as there was no allegation of device malfunction. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that patient factors (moderate calcified annulus and lvot) may have contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(6) affiliate, during deployment of a 23 mm sapien 3 valve in the aortic position, the patient suffered a cardiac tamponade with cardiogenic shock and cardiac arrest. A subxiphoid puncture for pericardial drainage was performed and heparin reversed. An attempt was made to treat the patient. Subsequently, the patient expired. As per medical opinion, the cause of death could be due to annulus rupture but was not confirmed, an angiography revealed diffuse extravasation of contrast to the pericardial space. The patient aortic annulus measured area of 354.5 cm2 by CT with moderate annular calcification. In addition, calcification was noted 5 mm under the aortic annulus in the lvot.